Manufacturer narrative:
No crack was noted on the pump case. The pump had a missing retainer, missing reservoir tube o-ring, minor scratched display window, damaged display window cover, scratched case, fading serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the crack is seen on the ring. The product was returned for analysis.